Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl indicating that device failed to start up during self-test. After the customer connects the equipment to the power supply, it still cannot be turned on. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a power pca failure. The root cause of the power pca failure could not be determined. The issue was resolved by replacing power module and the product is back in service.